Event description:
It was reported that "bettocchi hysteroscope instrument, specifically the forceps. The forceps were considered fragile and easily damaged, even though they were rarely used and still relatively new. The forceps can no longer be used. The damage is mainly located at the tip of the forceps. The hospital has an alternative forceps available, so the examination activities at the hospital are not currently disrupted." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).